Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of patients (reported as between one and four) experienced air embolisms with clearlink system continu-flo solution sets. Air (bubbles) was not visible in the line. The patients are recovering (not further specified). No further information was available at the time of this report.

Manufacturer narrative:
B5: upon additional information, the clearlink system continu-flo solution set was used in conjunction with a one-link non-dehp standard bore catheter extension set on one patient. The one-link was ¿placed in the field by ems¿ (emergency medical services). The one-link was used in conjunction with clearlink system continu-flo solution set. One liter of normal saline was infused using a non-baxter ¿pressure bag¿. The nurse ¿burped the bag¿ and got all the air out prior to using the bag. No pump was used during this event. The patient experienced hemodynamic decompensation, tachypnea, shortness of breath, and tachycardia. An air embolus measuring 13mls was observed in the right ventricle and 2mls of air was aspirated out of the central catheter (detection method of the air embolus was not reported). The patient received unspecified medical intervention and has since recovered. Additionally, no leaks were noted in the line and air (bubbles) were not visible in the line. No further information was available at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.